Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(6) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. Keenova performed additional investigative activities and isolated the cause of the ipl failure to an anomaly associated with the dsir software communications component. The root cause for this occurrence is likely due to a latent defect identified in the device's software. Although a delivery failure alarm due to an ipl failure is an intermittent and infrequent occurrence, keenova is developing a software improvement to prevent future occurrences of ipl failures with the dsir device. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted keenova on 28 apr 2026 to report they experienced a delivery failure alarm with their inomax dsir plus device while performing a monthly high range calibration. There was no report of patient harm associated with this event. The complaint device was returned for investigation. During a routine service log review, a keenova employee discovered that a delivery failure alarm had occurred due to an apparent inter-processor link (ipl) failure. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the event.